Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced rib discomfort due to lung clot. Additional information received which indicated that the patient was seen in the emergency room (ER) with left side pain after sneezing. Computerized tomography scan showed acute tiny pulmonary embolism in the left lower lobe. Patient was hospitalized, was under medication, recovered and discharged. Moreover, the suspected caused was deep vein thrombosis from recent hip surgery. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.